Event description:
Device intermittently turns itself on then off. There was no adverse pt outcome.

Manufacturer narrative:
Welch allyn attempted to obtain a pt identifier from this user facility. However, the facility reported that it no longer has this info available. Eval summary. Eval of the device could not duplicate or locate any fault relating to the reported problem. The device was tested and performed in accordance with applicable specs.